Event description:
It was reported that during an unk procedure, the clips would not hold after placing. The clips did not close on the tissues. There were two defective devices with the same lot number. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.